Event description:
The following has been reported: biomed reported: "unresponsive and ghost touch screen." Patient harm: no a preliminary review of the logs identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for random touches registered. When the unit was powered on the lcd did not illuminate despite other systems powering on. Internal investigation found the lcd backlight cable was defective. When the terminals were pushed back into the backlight connector, the screen did turn on.